Event description:
It was reported that this ambicor penile prosthesis exhibited fluid loss. The device was explanted and replaced with an inflatable penile prosthesis. No patient complications were reported.